Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 6.7 and 7.7 centimeters (cm) from the terminal end. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, noise, and an inappropriate electric shock. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, noise, and an inappropriate electric shock. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, noise, and an inappropriate electric shock. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.